Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed an error message on the screen when the scope was connected, and the screen went black. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, the suggested event most likely occurred due to a defective charged-coupled device unit. Olympus will continue to monitor field performance for this device. Updated fields: d8; d9; h2; h3; h4; h6; h11.